Manufacturer narrative:
Conclusion: the investigation results confirmed that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
On the (B)(6) 2019 the user was hit on the left side of his head with a basketball. He did not experience pain or concussion symptoms and continued to play in his basketball game. His external equipment did not fall off his ear and was not damaged. Afterwards, the recipient reported his implant "doesn't sound right" when using the sonnet or the rondo 2 audio processors. No redness, irritation or swelling at the implant site. No changes in health were reported. The user was re-implanted on (B)(6) 2019.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
On the (B)(6) 2019 the user was hit on the left side of his head with a basketball. He did not experience pain or concussion symptoms and continued to play in his basketball game. His external equipment did not fall off his ear and was not damaged. Afterwards, the recipient reported his implant "doesn't sound right" when using the sonnet or the rondo 2 audio processors.